Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not feel stimulation when the screen was off. The patient stated that stimulation turned off when he shuts off the screen. It was unknown if the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.